Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to low blood glucose and he was given a glucagon shot. The caller stated that the customer was advised that his glucose level shot up to 300mg/dl and went back down to 0mg/dl. The caller stated that the customer went to bed in a side room and his wife found him on the floor flopping around. The customer stated that the bed and pillows were soaking wet. The wife was unable to give him any sugar and called the paramedics. Reviewed the programming, and the reservoir was showing more insulin than what was showing on the status screen. The caller stated that he will see the primary doctor in four weeks. No further information was provided.